Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer noticed that his blood glucose levels were rising, so he removed the pod. When he removed the pod he noticed that the needle never deployed. See scanned table.